Event description:
Related manufacturing reference number: 2017865-2023-22050. It was reported that the patient's right ventricular (rv) lead was over-sensing noise which led to pacing inhibition. The patient was asymptomatic. The patient was brought into clinic to have the rv lead extracted. During the procedure, it was discovered that the right atrial (ra) lead had insulation damage. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.